Manufacturer narrative:
Continued from medical devices: (2)8100;sec tubing; td (B)(6) 2018. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a significant amount 15 meq of potassium in 250 ml of ns remained in the bag. The device indicated the 250 ml had infused, and the customer viewed approximately 100 ml remaining in the bag. The hospital had a rollout of new alaris devices on (B)(6) 2018. The customer states some of the remaining fluid may be related to overfill by pharmacy, but the volume staff are seeing remaining in the bags seems unusual. There is no report of patient harm.

Event description:
The customer reported a significant amount 15 meq of potassium in 250 ml of ns remained in the bag. The device indicated the 250 ml had infused, and the customer viewed approximately 100 ml remaining in the bag. The customer had a go-live date of june 29, 2018 for a complete fleet refresh, software upgrade to v9.33, and addition of a server. The customer states some of the remaining fluid may be related to overfill by pharmacy, but the volume staff are seeing remaining in the bags seems unusual. There is no report of patient harm. The customer states since the under infusion/extra volume left in the infusion bags, they have changed their process and are now removing overfill.

Manufacturer narrative:
The report of fluid remaining in the bag at the completion of the infusion could not be confirmed. Physical inspection showed no anomalies. The associated pcu event log recorded that a secondary infusion of potassium cl periph, 20meq/250ml was started at 9:26am on 24/jul/2018 with a rate of 125ml/hr and a vtbi of 250ml, for an infusion duration of 2 hours. The infusion was manually placed in a pause state twice during the infusion; the first time was for a few seconds and the second time for approximately 17 minutes. The secondary infusion completed at 11:43am. The recorded secondary volume infused was approximately 250ml. The secondary infusion was restored and restarted at 11:52am with the vtbi at 250ml. The infusion was turned off at 1:06pm on 24/jul/2018 after recording an infused volume of approximately 155ml. Rate accuracy testing showed no anomalies. A root cause was not identified during the investigation.

Event description:
The customer reported a significant amount 15 meq of potassium in 250 ml of ns remained in the bag. The device indicated the 250 ml had infused, and the customer viewed approximately 100 ml remaining in the bag. The customer had a go-live date of (B)(6) 2018 for a complete fleet refresh, software upgrade to v9.33, and addition of a server. The customer states some of the remaining fluid may be related to overfill by pharmacy, but the volume staff are seeing remaining in the bags seems unusual. There is no report of patient harm. The customer states since the under infusion/extra volume left in the infusion bags, they have changed their process and are now removing overfill.